Manufacturer narrative:
City: (B)(6). Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced low blood glucose level event on (B)(6) 2026. Due to the event, patient was subsequently admitted to emergency room due to high heart rate on (B)(6) 2026 and remained for less than twenty-four hours. The patient was treated with glucose.